Manufacturer narrative:
(B)(4). The customer declined a failure investigation. Unable to determine the root cause of the customer's report that heparin was dripping to fast.

Event description:
Customer reported they had an "incident with pump infusion heparin" and that the drip rate was faster than scheduled rate per minute ordered by the physician. The biomed sequestered the pump. There was no report of patient harm or medial intervention. The customer stated that no further patient or event details are available and that the patient has been discharged from the hospital.